Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found slight damage to the distal edge of the stent and the tip was slightly flared. On the first proximal row, one strut was slightly raised. The stent damage is consistent with the delivery system encountering some form of restriction. The tip damage is consistent with guidewire movement during attempts to cross the lesion. A recommended sized product mandrel (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this event is operational context.

Event description:
This complaint is now reportable based on the analysis completed on 06/25/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The target lesion in the cx (circumflex) had diffuse, 90% stenosis with calcification and moderate tortuosity. The physician attempted to perform pre-ivus (intravascular ultrasound), but the imaging catheter was unable to cross the lesion. The lesion was pre-dilated using an unknown manufacturer's 2.5mm balloon and the 2.5x12mm taxus express2 drug eluting stent was advanced to the lesion. However, the delivery system was unable to cross the lesion. The physician dilated the lesion several times with the 2.5mm balloon and the stent delivery system was still unable to cross the lesion. The procedure was completed with balloon angioplasty only. No stents were implanted.